Manufacturer narrative:
The pt's age and gender were requested but were not received.

Event description:
It was reported that during an arthroscopic repair, the physician was utilizing a speedscrew knotless implant with inserter handle. While placing the implant, the suture broke. The physician was unable to remove the implant and it was abandoned. No pt complications were reported as a result of this event.